Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set needle rubber (sleeve) doesn't cover the needle completely, and it stays exposed. Thus, resulted in a leakage. This event occurred 33 times. The following information was provided by the initial reporter. The customer stated: "customer reports that when using the wingset in blood collection, after removing the first tube the distal needle rubber (sleeve) doesn't cover the needle completely, and it stays exposed. Thus, there is a leakage of blood and the wingset is discarded, so a new sample draw/puncture is needed."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set needle rubber (sleeve) doesn't cover the needle completely, and it stays exposed. Thus, resulted in a leakage. This event occurred 33 times. The following information was provided by the initial reporter. The customer stated: "customer reports that when using the wingset in blood collection, after removing the first tube the distal needle rubber (sleeve) doesn't cover the needle completely, and it stays exposed. Thus, there is a leakage of blood and the wingset is discarded, so a new sample draw/puncture is needed.".

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples, photo and video for investigation. The photo and video were reviewed and the indicated failure modes for sleeve recovery/leakage with the incident lot was observed. Additionally, the 10 customer samples along with 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve recovery/leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sleeve recovery/leakage. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.